Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 408 mg/dl. Customer cannot recall the reason of hospitalization. Customer also had over 400 mg/dl blood glucose reading. Customer cannot recall when high blood glucose reading started. Customer was treated in the urgent care with IV. The hospital name was (B)(6) hospital. Customer was wearing the pump at time of hospitalization. Customer declined to troubleshoot for high blood glucose reading. Products will not be returning for analysis.